Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect additional information related to the procedure and the patient, but the customer did not provide the information. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to expose. Upon functional testing, the fse checked the logfiles and found the ippc communication error. It confirmed that the ippc was not started up normally. To resolve the issue, the fse reinstalled the software of ippc. After reinstallation of the ippc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.